Manufacturer narrative:
The customer did not return a sample for evaluation. The batch record could not be checked as the customer did not provide a lot number. A review of the complaint history is not possible to investigate. The custom pak label informs that due to the nature of the materials, fibers may be present and that necessary precautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye. The root cause could not be determined. (B)(4).

Event description:
An ophthalmic surgeon reported that fibers were found in the patient's eye during surgery. The doctor suspects the fibers came from the surgical pak. Additional information has been requested.